Event description:
It was reported that a pt participated in a multi-center, prospective, randomized study to compare clinical and radiographic outcomes of multi-level laminectomy to multi-level laminoplasty for pts with cervical myelopathy due to multi-level cervical spinal canal stenosis from c3-c7. Pt was randomized to arch and an open door laminoplasty allograft bone spacer at levels c3, c4, c5, c6 and c7. Pt experienced pain for 84 months. Surgery date was (B)(6) 2007 and postoperatively pt experienced c6-c7 herniation as a result of a motor vehicle accident on (B)(6) 2009, requiring a physical therapy scheduled for anterior cervical discectomy with fusion c6-c7 on (B)(6) 2009 with iliac crest bone grafting. This report is on a screw at c3. This is 07 of 25 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.